Event description:
Nurse turned off pump to hold feedings but did not disconnect pump tubing from patient¿s j port. The patient then at some point did dislodge the tubing from the pump resulting in free flow of formula.

Manufacturer narrative:
No add¿l info is available at this time.